Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with an out of range high voltage lead impedance alert. The review of the right ventricular to can and superior vena cava vectors were high with no anomalies. Patient would continue to be monitored.